Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 (update codes), and h11: h11 two (2) devices and a photo sample were received for evaluation. A visual inspection of the photo sample was performed, and small white patches located on the exterior surface of the inflated bladder were observed. A visual inspection was performed on the returned samples, and white patches located on the exterior surface of the inflated bladder were observed. A fourier transform infrared spectroscopy (ftir) test identified the white patches to be blooming antioxidant (ethanox). Antioxidant (ethanox) is an ingredient of the bladder material and is used to prevent degradation of the bladder. Therefore, white patches seen on the exterior surface of inflated bladder are not particulate matter. Blooming antioxidant (ethanox) is cosmetic and does not affect the function nor safety of the device. The reported condition was identified as blooming antioxidant. The cause was determined to be due to variation in the manufacturing bladder extrusion process; however, blooming antioxidant is an expected product characteristic. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had white particles inside the elastomer. This was observed before use. There was no patient involvement. No additional information is available.